Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor did not run with the hand control device. It was determined that this was indicative of a bad thermistor. The device showed signed of damage that was indicative of overheating, which caused the thermistor to go bad and no longer operate. It was determined that the failed hand control was due to a bad thermistor, from overheating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal were over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ear, nose and throat (ent) surgery, it was observed that the motor device was overheating. As a result, there was a twenty minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.